Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition, the tidal volume was unstable and an issue with low o2 flow. There was no harm or injury reported. The device was returned for evaluation. During the evaluation a service required alarm condition indicating a malfunction of the oxygen blending module board was observed. The device's oxygen blending module board was replaced to address the issue. Additionally, not related to the above issue, a high vital volume alarm was observed. The device's universal porting block was found to be damaged and was replaced to address the issue. The device's pollen filter and 43 micron filter were found to be contaminated and were replaced. Several components were found to be physically damaged and were replaced. The power cord clamp was missing and was replaced. The device's blower was noisy and was replaced. These issues would not affect the device's ability to deliver therapy as designed. The device was tested and passed all final testing.